Event description:
A customer reported that the display screen on an accura machine went blank four or five times during a patient treatment. Each event required that the patient to be disconnected. There was no patient injury associated with these incidents.